Manufacturer narrative:
Additional, changed, and/or corrected data: d.1, d.4, d.6, h.4.

Event description:
Patient reported a right side rupture. Device has been explanted.

Event description:
Patient reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
No contact information is available for the healthcare professional, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device has been explanted. Manufacturer of the device is unknown.